Event description:
Patient had a wide complex tachycardia with pulse. Doctor ordered sync cardioversion of 200 j. One step pads were replaced on the patient. Shock was delivered. During shock cycle an electrical arc occurred. The patient did sustain a 1st degree burn on the mid chest area in a crescent pattern (approx. 3 inches wide). Area is reddened. Neosporin ointment ordered bid (silvadene not ordered d/t sulfa allergy). Wocn consult was placed for mon (B)(6). Doctor notified daughter of events. Equipment: biomed was notified of incident. R series zoll and defib pads, and rhythm strip shock from zoll was picked up by biomed technician for further examination and a loaner zoll was given to micu.